Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement external axiem power/data cable shipped to site 04/13/2016. Medtronic investigation of returned suspect external axiem power/data cable finds that the returned cable appears to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. However, when connected to a known good system, initially communication was good, but manipulating the cable near the lemo connector caused a disruption. There is likely an intermittent open in the cable near the lemo connector causing the issue. A subsequent continuity test confirmed an open at pin 3. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 04/16/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system axiem box that was not communicating properly. There was a power light on the box and a red 8 was being displayed on the side. When instruments were plugged in, no lights would appear. In the software, the axiem box was displaying red status and the emitter was reading unable to connect to port. In trouble-shooting, changing out usbs on the computer did not resolve the issue. There was no patient present when this issue was identified.